Event description:
It was reported that during placement of a biliary stent the physician pulled back accidentally and this caused the stent to foreshorten. No patient injury reported.

Manufacturer narrative:
No sample is available. The investigation is currently underway.